Manufacturer narrative:
Block h6: device code a0401 captures the reportable event of basket wire detached. Impact code f2301 captures the reportable event of additional device required. Impact code f23 captures the reportable event of unexpected medical intervention.

Event description:
It was reported that a zero tip basket device was used during a ureteroscopy procedure. During the procedure, the tip of the basket wire detached inside the patient. The detached piece was retrieved with another basket. The procedure was completed with a different device without patient complications.